Event description:
A report was received that a patient¿s precision system was explanted following a bike accident, in which the patient hit the concrete barrier. The patient's symptoms were burning pain around the lead site and the ipg felt hot when the stimulation was on. The physician explanted the entire system and re-implanted him with a new one. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-1110 (B)(4) description:implantable pulse generator (ipg) the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that a patient's precision system was explanted following a bike accident, in which the patient hit the concrete barrier. The patient's symptoms were burning pain around the lead site and the ipg felt hot when the stimulation was on. The physician explanted the entire system and re-implanted him with a new one. The patient is reportedly doing well following the procedure.